Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator service required error occurred. There was no patient injury reported. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.